Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not getting good symptom control and she wasn't feeling stimulation. It was noted that the therapy was on and no falls or traumas were related to this issue. The patient reported that they had a urinary tract infection (uti) and that she might not be completely over it. The patient was put on the oral antibiotic ciproxin for the uti. It was noted that the patient had not tried increasing stimulation yet. Stimulation was increased on program 1 for 0.9v to 1.0v where patient felt stimulation comfortably. The patient was advised to follow up with their healthcare professional (hcp) for symptoms and uti. Additional information was received and it was reported that the patient was having a return of symptoms and having a uti. The patient did not currently feel stimulation and the therapy was on. Stimulation was at 1.0 volts and it was increased to 1.3 volts. It was noted that the patient had an appointment with their hcp on (B)(6) 2016. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.